Event description:
Male patient undergoing laparoscopic cholecystectomy. During the procedure, spark from valleylab bovie monopolar cord ignited. Cord unplugged and removed. Valleylab bovie removed from operating rooms as well. Another valleylab bovie and monopolar cord brought into operating room. Laparoscopic cholecystectomy completed without further incident. Patient to recovery in stable condition. No untoward patient effects.